Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jul-2018 with the following findings: review of the black box data revealed records of unexplained power on reset. A battery cap was not returned with the pump for investigation; a test cap was used to complete testing. The battery compartment was intact and without damage. With the test battery cap properly in place on the pump, the pump powered on normally and was exercised for 24 hours without any interruption in power. Investigation did not duplicate the complaint. Device evaluation: the device has been returned and evaluated by product analysis on 05-jul-2018 with the following findings: review of the black box data revealed records of unexplained power on reset. A battery cap was not returned with the pump for investigation; a test cap was used to complete testing. The battery compartment was intact and without damage. With the test battery cap properly in place on the pump, the pump powered on normally and was exercised for 24 hours without any interruption in power. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.